Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of four complaints the occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04445, 04446, and 04448 for the other associated device info. It was reported to boston scientific corp that four resolution clip devices were used during a colonoscopy performed on (B)(6), 2009. According to the complainant, during the procedure, they used a total of four resolution clip devices and were unable to rotate the clip in proper position to clip the post polypectomy bleed. The case was completed with a gold probe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.